Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the pump battery compartment was cracked. It was also noted that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data indicated one pump reboot and evidence of a voltage drop leading to a cs 128 replace battery alarm, indicating short battery life. During a visual inspection of the pump, the battery compartment was observed to have multiple cracks. Moisture corrosion was observed in the battery canister. A test battery cap was used for investigation and was able to fit securely to the pump. A leak test was performed and confirmed a battery compartment leak. The pump ez-prime steps were performed correctly. Current draws measured within specifications. The complaint of a battery life issue was not duplicated during the investigation. The pump case was removed and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, investigation revealed that the display was dim fading and discolored. (B)(4).